Event description:
Customer reported that nurse had set up on pt via venous butterfly. Blood waste was drawn and discarded. 3cc blood draw received. Nurse states when slowly pushing 10 cc saline flush. All 10 cc of saline and blood squirted out of clave onto pt. Saline disconnected and attached to 10 cc heparin. First squirted out of clave and then remainder was delivered. Set up was as follows: a non-abbott butterfly set with a y-site is attached at the female luer adapter to a 10 cc b-d syringe. On the y-site is attached a piggy safe and attached to the piggy safe is a clave male adapter plug.